Manufacturer narrative:
Correction fields: h6 adding additional patient codes. Correction fields: e1 adding the initial reporter healthcare facility name. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that this the right ventricular rv lead was surgically abandoned due to oversensing and pacing inhibition with asystole greater than 2 seconds. High pacing thresholds and impedance issues were also observed from this lead. High pace impedance greater than 2000 ohms. Oversensing would occur anytime the patient leaned forward. Impedance was greater than 2000 ohms in both unipolar and bipolar pacing configurations. Ppm changeout back in may. Impedance steadily increased since that time. The suspected cause of the issue was a fracture near the pocket. No additional adverse patient effects.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed.

Event description:
It was reported that this the right ventricular rv lead was capped/abandoned due to oversensing and pacing inhibition with asystole greater than 2 seconds. High pacing thresholds and impedance issues were also observed from this lead. High pace impedance greater than 2000 ohms. Oversensing would occur anytime the patient leaned forward. Impedance was >2,000 ohms in both unipolar and bipolar pacing configurations. Ppm changeout back in may. Impedance steadily increased since that time. No additional adverse patient effects. Dm.